Event description:
Boston scientific received information that during a routine device replacement, this right ventricular (rv) lead exhibited elevated threshold measurements and was observed to have fractured in the location where the lead went underneath a shoulder bone. The lead was surgically capped and abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.